Manufacturer narrative:
(B)(4). The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. The entire lot has been sold and distributed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification. This is one of two events of a fluid leak reported for the same patient involving two separate malfunctions.

Event description:
Peritoneal dialysis patient contact reported a fluid leak was observed during treatment. Alarm history indicated that the cycler alarmed for air detected in the cassette around the time the leak was observed. The patient completed treatment with continuous ambulatory peritoneal dialysis. Follow up with the patient's peritoneal dialysis nurse indicates that the patient was not prescribed antibiotics and is asymptomatic. The set was not made available for evaluation.